Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: catheter, product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-jul-2019, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 09-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20 mg/ml at 6.9 mg/day, bupivacaine 5mg/ml via an implantable pump. It was reported that during the pump replacement procedure, an aspiration was attempted from the side port on the old pump and no fluid was able to be aspirated. There was a small kink in the pump segment of the catheter and that was replaced with an 8780 pump segment. After the pump segment was replaced, another aspiration was attempted, and no fluid was able to be aspirated again. The surgeon then decided to replace the whole catheter and left the spinal segment in the body, with the pump segment end closed off. Once he replaced the catheter with a new one, fluid was flowing freely, and he was able to aspirate via side port on new pump. No environmental factors were involved. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.